Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a left ventricular assist device (lvad) and that signal started to become oversensed through this implantable cardioverter defibrillator (ICD) on the right ventricular (rv) channel. In addition, this ICD exhibited a change in pace impedances on the rv lead. Before the lvad, the impedances were consistent at 450 ohms, but there was one spike to 910 ohms. After the lvad, the impedances dropped to around 300 ohms. The rv lead was repositioned successfully. This ICD remains in service. No additional adverse patient effects were reported.